Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was in backup vvi. Device interrogation on (B)(6) 2020, confirmed that the device was in backup vvi and was at eri. The patient was scheduled for device replacement. On (B)(6) 2020, the patient died. Patient¿s death was not due to the device and the patient did not have any tachycardia arrhythmia that caused his death.

Manufacturer narrative:
Should have been malfunction and not death. Should have been 2692 - no known impact or consequence to patient and not death. Death was not cause by device.